Manufacturer narrative:
(B)(4).

Event description:
It was reported the high voltage lead impedance measurement declined after the patient received an appropriate shock from the device. Fluoroscopy revealed the presence of externalized conductors. Due to an unrelated patient adverse event, the lead was extracted and replaced. No further information is available.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.1cm was returned for analysis. Internal insulation abrasion was noted at 6.7-8.4cm and 9.8-10.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 9.2-9.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Re and rv conductor etfe coating was abraded at this location. Internal insulation abrasion was noted at 10.6-13.2cm from the distal tip. The rv conductor etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 6.4-6.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.5-28.2cm from the distal tip. The svc conductor etfe coating was abraded at this location.